Manufacturer narrative:
(B)(4). The caravel microcatheter was returned for evaluation. The distal segment of the tip of the returned caravel was found torn off. The tip polymer proximal to the torn end was found stretched from the junction of the polymer-only segment and the polymer-and-braid tube segment, which was originally located at 2mm from the distal end of the tip. Investigation of the returned microcatheter suggested that tearing of the tip occurred within 2mm from the distal end of the tip; however, the accurate location where tip tearing occurred was unable to be identified due to severe stretching of the tip polymer. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had contributed to the observed tip separation. As the tip was being fixed by the balloon of the concomitant kusabi exchange catheter, the applied stress would exceed the product design limit, causing tearing of the tip. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings]: if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunctions and adverse effects] separation.

Event description:
It was reported that an asahi caravel microcatheter was used during a percutaneous coronary intervention (pci) to treat a moderately calcified 90-99% stenosis in segments #2-3 of the right coronary artery (rca). A non-asahi kusabi exchange catheter was used to remove the caravel. As the tip of the caravel was overlapped with the balloon of the kusabi during removal, part of the caravel tip torn off and left in the artery. The physician decided not to remove the catheter fragment and just left it in situ. The procedure was then resumed and successfully completed with reestablished blood flow achieved by stenting. The physician commented that the caravel was removed when it was overlapped with the balloon of the kusabi exchange catheter. There was no complications related to this event.